Manufacturer narrative:
Complaint information: the customer reported a faulty hard drive after multiple power outages. The cns (central nursing station) was booting up and attempting to load software but restarting again. The software did not load whensoever. The nk tech support agent assisted the customer in rebuilding the main hdd(hard disk drive). The customer called again on (B)(6) 2020 to report that the cns is receiving the "data cannot be read" error during the full disclosure acquisition investigation summary: based on the provided information, the root cause of this issue is determined to be too many, and extensive power outages and problematic hospital generators. Additionally, reaching the end of expected useful life, because the device has been in use for more than five years with no history of hdd replacement. No other issues were related to this cns.

Event description:
The customer reported that their central nurse's station (cns) rebooted on its own after a power outage.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own after a power outage. The customer also reported that this unit is stuck in a loop. No harm or injury reported. They tried power cycling the unit, but the issue persisted. The customer will be doing a warranty hard drive replacement in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) rebooted on its own after a power outage.